Event description:
It was reported that a malfunction occurred, identified by malf 24, with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.